Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "an issue with the sharps safety device was noted. When they put the stylet in the needle vise, the tip of the stylet came through the plastic bottom.".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A review of certificate of compliance was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "an issue with the sharps safety device was noted. When they put the stylet in the needle vise, the tip of the stylet came through the plastic bottom."